Event description:
It was reported an internal component failed, causing a small burn in the cover of the pad.

Manufacturer narrative:
It was reported an internal component failed, causing a small burn in the cover of the pad. Upon examination, the 1/8" diameter burn hole in the fabric foundation was caused by a broken thermostat terminal. Breaking a thermostat terminal requires excessive force during normal operation. Based on the overall condition of the pad, the user did not use the pad properly which resulted in the break. Regardless, we have initiated a CAPA project to improve te durability of the component.